Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding, the customer¿s hospitalization due to diabetes ketoacidosis from the attorney of the family. The information received on (B)(6) 2022. Customer was hospitalized on (B)(6) 2017, (B)(6) 2020, (B)(6) 2020, (B)(6) 2021 and (B)(6) 2022 due to diabetic ketoacidosis. No further complications were reported. The device will not be returned for the analysis.